Manufacturer narrative:
The report of the autopulse platform ((B)(4)) displaying a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message was reproduced during functional testing. Review of the retrieved archive data confirmed multiple occurrences of ua 7 error messages on (B)(6) 2018, thus confirming the reported event. Evaluation of the platform during initial power up, revealed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message on the display screen. A load characterization check was performed on the platform and identified a defective load cell. The root cause of the ua 7 error message was attributed to this issue. As part of routine service during testing, the device was examined and found physical damages and the driveshaft exhibiting binding and resistance. This observation is unrelated to the reported event. The autopulse platform is a reusable device was manufactured on 06 nov 2009 and has exceeded its expected serviceable life of 5 years, the device is over 9 years old. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. Additionally, the load cell has not been replaced during the platform's past service. Upon customer approval, the load cell and the damaged parts will be replaced, a clutch plate deburring will be performed. Following this, the platform will be further functionally tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform ((B)(4)) displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message. The ua 7 error message was observed during shift check. Restarting the platform did not resolve the issue. No further information was provided.